Event description:
Platelet rich plasma did not spin down correctly-wax did not separate red blood cells. Surgeon decided to use the produce (patient own blood).======================manufacturer response for platelet rich plasma separater, regenkit-tht (per site reporter).======================rep brought in different centrifuge to try.what was the original intended procedure?right total knee arthroplasty.device #1is this a laboratory device or laboratory test?no.